Manufacturer narrative:
Philips received a complaint by the customer on the v60 indicating that an alarm for low leak co2 rebreathing risk occurred. The device was in use on a patient at the time of the reported issue was discovered; however, there was no harm to the patient or user. It was reported that an alarm for low leak co2 rebreathing risk occurred. The customer stated they were able to reproduce the alarm when they connected to a test lung. The remote service engineer (rse) reviewed the customer's setup and advised that the whisper swivel should be in the patient circuit at the test lung. The customer stated they successfully passed the performance verification test (pvt) pressure and flow testing after. The rse advised the customer to complete a full successful pvt and set the ventilator to default settings before placing back into service. The customer corrected the whisper swivel setup for the patient circuit at the test lung to resolve the reported issue. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that an alarm for low leak co2 rebreathing risk occurred. The device was in use on a patient at the time of the reported issue was discovered; however, there was no harm to the patient or user. It was reported that an alarm for low leak co2 rebreathing risk occurred. The customer stated they were able to reproduce the alarm when they connected to a test lung. The remote service engineer (rse) reviewed the customer's setup and advised that the whisper swivel should be in the patient circuit at the test lung. The customer stated they successfully passed the performance verification test (pvt) pressure and flow testing after. The rse advised the customer to complete a full successful pvt and set the ventilator to default settings before placing back into service. Device evaluation and repair are pending.